Manufacturer narrative:
A modular dual mobility insert, cat # 626-00-48g, lot # 49063603 was also reported. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that the patient had a potential wound infection. Surgeon removed mdm liner and x3 insert and zimmer head. Surgeon washed out the wound and implanted new mdm liner and poly + zimmer ceramic head (zimmer stem in patient).

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient had a potential wound infection. Surgeon removed mdm liner and x3 insert and zimmer head. Surgeon washed out the wound and implanted new mdm liner and poly + zimmer ceramic head (zimmer stem in patient).